Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer received an unspecified high sensor scan reading and got sick and lost consciousness. Customer was able to self-treat by consuming a lot of glucose and had contact with healthcare provider after 30 minutes; and a reading of 79 mg/dl was obtained on the hcp meter compared to a sensor reading of 398 mg/dl. No further treatment was required. Sensor readings of 239 mg/dl and 240 mg/dl compared to readings of 55 mg/dl and 90 mg/dl respectively obtained on the built-in meter on an unspecified date were reported. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.